Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the alerts for oversensing on the device was observed. There were no adverse health consequences to the patient. The device remains implanted.